Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that continuum shell could not be threaded into the end of the it trilogy inserter. Surgery was completed with another device. No additional information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual examination identified no damages on the threads of the instrument. Witness marks from attempts to thread the shell were visible. The strike plate had no marks indicating repeated use over long period of time. Dimensional analysis determined that the threads of the instrument were conforming to print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.